Event description:
Pt experienced an unexpected postop refraction of +6.75 after implantation of the reported device in 1999. Lens was removed and replaced in 1999. Pt's visual acuity was 20/200 on 12/21/99. The investigation into this event is ongoing.